Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer complained of discrepant ise indirect na for gen.2 results for 1 patient on a cobas 6000 c (501) module serial number (B)(4). At 08:00 the na result was 149 mmol/l on the c 501 and was reported outside of the laboratory. The repeat result was 142 mmol/l on the siemens blood gas instrument rapidpoint 500. At 23:00 the na result was 146 mmol/l on the c 501 with a new sample and was reported outside of the laboratory. The repeat result was 139 mmol/l on the siemens blood gas instrument rapidpoint 500. The physician thought the results from the siemens blood gas instrument rapidpoint 500 were correct. There was no allegation of an adverse event. There was no action taken by the physician.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
In order to definitely identify which results were more reliable, it was requested that the measurements be performed by the reference method which is flame photometry. However, the customer was not able to perform measurements by the reference method. When reviewing the information provided, four different roche ise modules gave the same results and the calibration and qc were in the expected range. This suggests that a malfunction of the roche systems can be excluded. Also, no similar issues from other labs were found when reviewing complaints. Based on the investigation, there is no suspected issue with the electrode.